Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, CT scan revealed that the ivc filter limbs were extending beyond the ivc wall. Following year, CT scan revealed that the ivc filter was noted with the upper end situated near the right adrenal level and at the level of t12. Four months followed by; CT showed that the ivc filter at the t11-t12 level. Two years later, video esophogram was performed it revealed it was noted a strut from the ivc filter has been broken off. Two years followed by that, CT scan revealed that ivc filter with multiple struts perforating outside of the ivc, including a strut extending posterolaterally into the right renal capsule. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall and filter limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient with a three day history of increasing thrombus along a catheter within the right common femoral vein underwent placement of a vena cava filter. The filter was deployed in a suprarenal position via the femoral vein with a post run venogram demonstrating good placement. Approximately four years nine months post deployment, a CT scan performed for complaint of chest pain demonstrated several filter limbs extending beyond the caval wall. Approximately five years one month post filter deployment, CT scan demonstrated migration of the filter near the right adrenal level. Approximately five years seven months post filter deployment, CT scan demonstrated the filter to be located at the level of the t11-t12 as well as clot within the vena cava below the level of the filter. The current status of the patient was not provided. New information: it was reported that the patient with a three day history of increasing thrombus along a catheter within the right common femoral vein underwent placement of a vena cava filter for the treatment of deep vein thrombosis. The filter was deployed in a suprarenal position via the femoral vein with a post run venogram demonstrating good placement. Approximately four years nine months post deployment, a CT scan performed for complaint of chest pain demonstrated several filter limbs perforated beyond the wall of ivc. Approximately five years one month post filter deployment, CT scan demonstrated that the filter migrated near the right adrenal level. Approximately five years seven months post filter deployment, CT scan demonstrated the filter to be located at the level of the t11-t12 as well as clot within the vena cava below the level of the filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged perforation of the ivc wall and the cephalad migration of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient with a three day history of increasing thrombus along a catheter within the right common femoral vein underwent placement of a vena cava filter. The filter was deployed in a suprarenal position via the femoral vein with a post run venogram demonstrating good placement. Approximately four years nine months post deployment, a CT scan performed for complaint of chest pain demonstrated several filter limbs extending beyond the caval wall. Approximately five years one month post filter deployment, CT scan demonstrated migration of the filter near the right adrenal level. Approximately five years seven months post filter deployment, CT scan demonstrated the filter to be located at the level of the t11-t12 as well as clot within the vena cava below the level of the filter. The current status of the patient was not provided.